Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt was noted to have 20/50 vision on the first postoperative day. A week later, the pt had fold in descemet's and other issues. The pt also development corneal abrasions. Steroids medication and an amniotic graft were used as treatment. The pt was referred to a corneal specialist, who believes that the issue is most likely related to medication and that the pt's vision may never improve. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).